Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. Device passed the delivery accuracy test at 0.08710 inches. No time/clock anomaly during test. The motor was tested outside of the device and passed. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was around 50 mg/dl. Customer stated that she was in auto mode and tends to drop a while after having bloused for her meals. Customer was treated with food and glucose tablets. Customer has been experiencing low blood glucose for 3 days. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer used auto mode or smart guard feature. Customer recalls insulin dripping from end of set before connecting at their site. Customer stated time was incorrect. Customer reported insulin pump was worn during a medical procedure around an magnetic resonance imaging. The insulin pump will not be returned for analysis.